Event description:
It was reported that a patient using the ilet bionic pancreas experienced hypoglycemia after eating a protein-only meal without a meal announcement, with a nadir blood glucose of 57 mg/dl and subsequent recovery to 167 mg/dl during the call. Symptoms included hypoglycemia requiring treatment with rapid-acting carbohydrates. Outcomes included temporary impairment that required self-treatment without medical intervention or hospitalization. Investigation included user interview and device use review. Investigation of this case revealed that the patient had recently resumed ilet use with a higher cgm target, performed a supply change earlier in the day, was disconnected during a fill tubing event, and did not announce the meal preceding the low. It was concluded that the low glucose event was consistent with therapy-related hypoglycemia associated with an unannounced meal while the system was still learning insulin needs and after a recent system reset. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.